Manufacturer narrative:
(B)(4). The customer stated that product was not sequestered and will not be returned, so their report that the wrong drug was installed causing an overinfusion of dilaudid via the epidural pca could not be confirmed.

Event description:
Relief rn was taking care of pt with multiple issues, who had multiple pumps including two pca modules. One was an epidural line with continuous fentanyl, and one was an IV line with dilaudid for pca for breakthrough pain. One of the pumps alarmed and the nurse changed syringes thinking she was changing the IV pca syringe, however she mistakenly attached the dilaudid syringe to the epidural catheter line. The pt then received the higher concentration dilaudid instead of the lower concentration fentanyl epidurally. The problem was detected within 30-45 minutes by the two rns. The pt was very sleepy, the anesthesia team in house was called, and narcan was given with excellent results, no emergency resuscitation was called for. The pt was eventually discharged home with a favorable outcome. The hosp reports that they recently changed to bar code labels on their syringes. The monoject 60 ml syringe was not available for the epidural infusion, and the pharmacy had changed to 30 ml syringes, which is the same size as the IV dilaudid syringe used for IV pca, so the syringes of narcotic then looked similar. The bar code label did not print as clearly as anticipated, and when the label was scanned by bar code reader (unk MFR) to verify, it was accepted even though it was the wrong route. In giving report before leaving for lunch, the primary rn reported to the relief rn that the IV pca dilaudid syringe might need changing because it had alarmed earlier. Subsequently, when the epidural pca infusion pump with fentanyl alarmed, the relief rn assumed it was the IV pca dilaudid and mistakenly replaced the epidural fentanyl syringe with the dilaudid syringe. The customer stated that no further pt/event info is available.